Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found to have an input disk broken. The input disk was completely detached: input disk #7 was found completely detached from the base of the housing. The instrument was found to have an input disk cracked. Hairline cracks were found on grip input disk #6. The complaint regarding the clip applier not applying clips was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additionally, the instrument was found to have corrosion on one or more clamping pulleys in the backend. Also, the instrument was found to have one or more of the housing snaps broken.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier would not apply clips. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.